Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-08116. It was reported the patient had ipg (implanted pulse generator) migration and pain at the pocket site; hence, the ipg was explanted. In addition, the patient was receiving only 20% pain relief although the patient had parasthesia in the correct location. Follow-up information suggested the patient does not have any stimulation because the ipg was explanted and the lead was left implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.